Manufacturer narrative:
Returned device was received in decent physical condition. The lcd was impacted and there was noted line cord stress. During the evaluation of the device, the tank cover was cracked and there was noted damage from an impact. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer was leaking. There were no reported adverse events.